Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000124142.

Event description:
It was reported the patient was experiencing ineffective therapy. A lead diagnostic was performed and revealed high impedances across one lead. As a result, surgical intervention may be undertaken to address the issue. It is undetermined which lead has high impedances.